Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii 24gax0.75in prn slm catheter defective / damaged. Infusion treatment was performed at 08:40 on (B)(6) 2024, and re-puncture was required. The patient requested a indwelling needle puncture to reduce the pain and discomfort caused by the puncture. Before the puncture, the patient's skin condition was assessed: the skin was dry, without damage or scars. The puncture process was smooth, without repeated puncture actions, the fixed position was good, and the infusion was unobstructed. At 08 :55, when flushing the tube with heparin sodium solution before infusion, it was found that there was oozing from the needle site, and blood returned when the needle was withdrawn. The patient was asked if he felt any pain, and he said he did not feel any pain, and the puncture site did not have any redness, swelling or pain. When flushing the tube with heparin sodium solution again, there was still fluid coming from the needle cannula. The indwelling needle was immediately removed, and it was found that there was a crack in the indwelling needle cannula hose. At that time, it was not possible to take photos for evidence. The indwelling needle puncture site was replaced, and the infusion was unobstructed that day without discomfort. The indwelling needle puncture site was checked at 9 am on (B)(6) 2024 and there was no redness or pain. The indwelling needle was removed, and the patient was discharged that day.

Event description:
No additional information provided.

Manufacturer narrative:
1. DHR/bhr review lot#4109456: 1-the products of this batch were assembled at intima ii auto line 2 in may 2024, and packaged at cfs package line in may 2024. Work order quantity was (B)(4) ea. 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 2. No defective sample and photo have been received for the complaint. 3. The retained sample of this batch is taken for 45psi leakage test, and no leakage is found at the catheter. Please see the attached test report. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Because the defective sample is not received, the crack state at the catheter cannot be identified, so the root cause of the leakage at the catheter cannot be determined. The plant will continue to track and trend the issue.